Event description:
During a lap cholecystectomy, when removing the pouch, it broke at the bottom. There was no patient consequence in this case. The rep was present during the event. The user was inserviced. It is not reported if the device was used as indicated on the label.